Event description:
The atrial lead was explanted and replaced.

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was noise and high threshold. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.